Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction corrosion at mouthpiece was traced to component failure. However, the probable cause of the dirty control unit was traced to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope¿to the service center for evaluation related to a separate issue. During device evaluation, the service repair technician identified the device had a dirty control unit and corrosion at mouthpiece. There was no patient involvement.